Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the 3 cc safety needle. The customer reports the needle detached from the hub when accessing meds through a vial.